Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful.

Event description:
A doctor reported that after a patient had an intraocular lens (iol) implantation and then a yag laser capsulotomy some time later, the patient had a two diopter myopic shift in the refraction causing a decrease in uncorrected visual acuity. Additional information was requested.